Event description:
It was reported that difficulty was experienced removing the stylus and the protective sheath from the 2.5x15 mm nc trek balloon as the sheath felt tight during removal; however, the sheath and the stylus were able to be removed and an attempt was made to load the balloon catheter onto the guide wire. The balloon catheter could not be loaded/inserted onto the guide wire; therefore, could not be used on the patient. A new nc trek balloon catheter was used successfully over the same guide wire to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.